Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. A lead revision was performed. When attempting to re-implant the lead, there were problems getting the helix to attach to the atrial wall. It was suspected this was due to tissue attached to the helix. The lead was explanted. Upon inspection of the lead, it was confirmed that there was tissue in the helix. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated apparent explant damage.